Event description:
It was reported that during rv lead revision, when the pacemaker was connected to the atrial lead, the impedance was high. Another pacemaker was implanted and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Manufacturer narrative:
Analysis was normal. No anomaly was found.